Manufacturer narrative:
Correction: sex is unknown. Asp investigation summary: the investigation included a review of the device history record, service history, trending of the product malfunction code, and system hazard and user misuse analysis. The DHR (device history record) was reviewed and indicated no anomalies that could have contributed to the customer's experienced "odor/smells", eye irritation and dryness of throat issue. The unit met specification at the time of its release. The service history for this unit for the past 6 months (july 2012 to january 2013) did not reveal a significant trend. The complaint trending for problem code ¿odor/smells¿ identified a significant trend over the past 12 months (september 2012 ¿ august 2013). This risk is considered as low as reasonably practical. The trending for problem code ¿human reaction¿ (september 2012 ¿ august 2013) revealed the risk is considered as low as reasonably practical. The shuma (system hazard and user misuse analysis) defines the risk as low as reasonably practical for exposure to odor or odorants. No parts were returned for further evaluation. Review of the tracking and trending data did not identify a trend. As a result, root cause or assignable cause analysis could not be performed. No further action is required; however, this issue will continue to be monitored.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
A field service engineer was dispatched to customer site. Odor/smell was confirmed. A preventative maintenance (pm1) was performed and the catalytic decomp filter was replaced. Unit meets specifications and was returned to service. (B)(4).

Event description:
A customer reported an event of a strong odor emitting from the sterrad 100s. One hcw reported reactions of eye irriation and dryness of throat. The hcw did not receive any medical attention/treatment and the reactions resolved "the same day." A field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury event dated (B)(6) 2012.